Event description:
On (B)(6) 2026, a company representative - service personnel contacted technical service to report that nurse call installation (product code p2599nncinstall, serial number (B)(6) 6th floor-matern), had an issue, nc - 6th flr maternity rm6211 - code call not alerting primary console. Contact information: (B)(6). Location: 6th flr maternity rm6211. Issue: customer reports that the code blue button in the room is not working, it does not alert the primary console. Date/time: (B)(6) 2026. Grs10 ip address: 10. 7. 189. 229. Customer troubleshooting: without results. Additional information: this room shares rcb with room 6209. This occurred during patient use. There was no patient injury or death reported with this event. There were no other devices reported to be involved. The reporter did not communicate this event to another baxter department or authority. The device was not requested for service at this time since troubleshooting/inspection will be performed remotely. There were no system alerts or other visual/ audible error indicators were present prior to the event

Manufacturer narrative:
The baxter technician found the configuration for the call swich was incorrect. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary(dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notification calls to customers provided third-party products (e.g cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The customer preference/request at the time of the initial integration. The baxter technician arranged to get the call switch configured correctly for the customer to resolve the issue. Although there was no injury associated with this event, if the reported event were to recur it could lead to injury or death. Therefore, baxter is reporting this complaint.